Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, it was noted the sample appeared to have been used and was without original packaging. Under magnification, it was observed that the spike had been dissected from the set, and signs of cut tubing were evident. It should be noted the dissected spike was not found in returned packaging with the remaining set. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: particle in tubing. Detailed inquiry description: pump set had black particle in tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.